Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, a lay user/patient contacted lifescan (lfs) (B)(4) alleging that her onetouch verioiq meter displayed an unknown error message. The complaint was classified based on customer care advocate (cca) documentation. The patient reported that the meter issue occurred on (B)(6) 2016 at 09:00am. The patient manages her diabetes with oral medication, diet and exercise and denied making any changes to her usual diabetes management routine in response to the alleged issue. The patient reported that one day after the alleged issue occurred she developed a symptom of shaky, however denied receiving any treatment. During troubleshooting the cca noted that the patient could not confirm if the issue was resolved. Replacement products were sent to the patient. This complaint is being reported as the patient suffered symptoms suggestive of a serious hypoglycemic event after the alleged meter issue occurred.

Manufacturer narrative:
The lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. A device history review (DHR) could not be performed as the meter serial number was invalid/unavailable. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.